Event description:
It was reported that during an alif procedure - levels l4-l5, the tip of the trial spacer handle broke off in the trial spacer. All pieces were retrieved. The surgeon selected another trial spacer and handle as was able to complete the procedure with no further problem. This is report 2 of 2 for this event.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The product development evaluation revealed that the tip of the handle is broken off in the threaded hole of the trial implant, and there are several scrapes in the gold anodize that is indicative of normal use. Otherwise, the device is in good condition. The issue with the tip of the trial spacer handle breaking into the trial implant has been investigated on several prior complaints. It has been determined that the issue is unrelated to the trial implants, 03.802.000 - 03.802.019; therefore it is concluded that this complaint for the trial implant is invalid.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The lot number provided could not be verified; therefore, further investigation cannot be performed.

Event description:
This is report 2 of 2 for this (B)(4).